Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was taken to the emergency room for high blood glucose. No blood glucose reading was reported for the event. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. Nothing further was reported.